Manufacturer narrative:
The device was returned for evaluation and serviced. The analysis indicated that the unit was disassembled and could not find any parts that were broken or had metal pieces coming apart. Could not verify customers issue. As a result of initial checkout at the analysis center, it was noticed that the tip of the bearing slightly worn. There was no other issue noticed. Servicing of the device found the ball, o'rings,and bearing deteriorated, they were dirty and rusty. Parts were replaced. The unit was cleaned and tested to manufacturers specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical device: 3334625 - guard 3334625 visao bur w/o irrigation, 510k: k983224, product code: erl. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information obtained described that the foreign material was like ash"; the substance was not "small metal pieces" as initially reported. Saline and suction were used for retrieval and all of the substance was successfully retrieved.

Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a tympanoplasty surgery, small metal pieces (debris/fragments) fell into the patient. There was no patient injury.